Event description:
It was reported that during a routine follow up the device displayed premature battery depletion. The device will be explanted and returned. No adverse patient effects were reported.